Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy ¿water¿. The cause of the peritonitis was unknown, however, the patient reported it could be due to ¿lack of sanitation¿ after visiting friends (this was not confirmed). The patient was hospitalized for the event. Treatment for the event was not reported. Pd therapy was ongoing. The patient was discharged four days after hospital admission. At the time of this report the patient reported they ¿felt well¿ however, was not recovered from the event. No additional information is available.